Event description:
Date of event unknown. In cat scan, patient was receiving IV contrast with a power injector and the tubing ruptured. No patient injury. Hospital is now aware that this model IV set should not be used with a power injector as the pressure generated is too high and will rupture the tubing. Set is being sent back for investigation. If additional information is obtained, a follow-up MDR will be sent.

Manufacturer narrative:
(B) (4). (B) (4).